Event description:
It was reported that the physician (B)(6) performed a tonsillectomy using a coblator ii surgery system. Approximately 5 days post-operatively, the patient presented to the theatre with bleeding at the surgical site. No information regarding the treatment of the post-operative bleed was available; however, no other complications were reported as a result of this event.

Manufacturer narrative:
The patient's age and gender have been requested but not received. The serial number for the reported device was not available.